Event description:
Spinal cord stimulator implanted. Severe nausea upon home from hospital. Vomited for 12 hrs with shaking chills. Started using stimulator a few days later, it caused pain in the chest wall and muscle spasms. The severity continued to worsen, even when not using the stimulator. Previous neuropathy pain worsened. Saw doctor and found wires on one side were displaced. Sent home, told to use just one side. Pain in chest wall, stabbing continued, muscle spasms became constant and unbearable. Not using stimulator at all and problems continued. Unable to tolerate temperature changes. Electrical feeling across skin, chest, back legs. Soon had difficulty with walking and leg weakness. Md removed device on (B)(6) 2012. He does not know why any of this happened. I still have significant, constant painful muscle spasms, mostly my trunk, back around sides and chest. Chest stabbing remains and neuropathy pain remains worse than before the surgery. Unable to tolerate any kind of temperature change. Took steroids, muscle relaxers, narcotics. Still having problems.